Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "low flow and ?". The failure occurred during patient treatment. The device has been exchanged with a backup device. No harm to any person has been reported. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-07-15 and during investigation by the service department on 2021-11-03 the reported failure "low flow and ?" Could not be reproduced. Thus, the drive was sent to the supplier emtec on 2021-11-17 for further investigation. On 2021-12-09 emtec was unable to reproduce the reported failure. The drive is working within the specifications. As a preventative measure the flow sensor will be replaced. Based on these investigation results the reported failure could not be confirmed. However the failure mode "low flow and ?" " can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)). Bubble/flow sensor failure, e.g.: 1. Dried contact gel; 2. User forgot renewing contact gel. Malfunction of the flow measurement system: 1. Zero flow calibration failed; 2. Incorrect flow measurement. The product in question was produced in 2018-02-09. The review of the non-conformities has been performed on 2021-12-13 for the period of 2018-02-09 to 2021-04-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but not been received.

Event description:
It was reported that during patient treatment the flow of the rotaflow was lower than expected. A external flowmeter was used to check the flow. It was found that the flow of the external flowmeter and the rotaflow differed a lot and the rotaflow showed the error message ¿¿¿¿¿¿. The device has been exchanged with a backup device. No patient harm occurred. Complaint ID: (B)(4).